Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they hospitalized on (B)(6) 2021 as they were experiencing high blood glucose level 788 mg/dl which was treated by insulin drip. Customer was experiencing vomiting, confusion and headache. Customer was using insulin pump within 48 hours of reported event. It was stated that the auto mode was active at the time of incident. Device will not be returned for analysis.